Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the rigidloop adjustable button broke. As we were pulling the graft up in to the tibial tunnel the white pulling sutures snapped. I hung that the graft was fully seated and the tech that was pulling the white sutures just pulled to hard. 20 min delay was reported. Action taken for procedure:opened new button and used it. Additional information requested to sales rep 4/03/18: the white suture that pulls the graft into the tunnel broke at some place within the loop. No suture passer was used just an orthocord to shuttle the sutures through the femoral tunnel. No suture cutter was used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. It was reported that the suture snapped, additionally the rep stated the user could¿ve pulled too hard causing the reported failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).